Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed button error and unable to clear the alarm. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent up and down buttons response due to corroded keypad traces.